Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. Surgical intervention was undertaken, and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of the ineffective stimulation was not confirmed. As received, the returned lead worked and passed isolation resistance testing. The cause of the reported event remains unknown.